Event description:
Adverse event(s): "the patient impact is unknown" (no known impact or consequence to patient). Product problem(s): "the infusion pressure is low" (insufficient flow or underinfusion). The nurse reported the infusion pressure is low. Multiple attempts were made for more information on the event and patient status with no response to date. The patient impact is unknown.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The event log noted the inlet pressure was low. Preventive maintenance was performed. The system was then tested and met all product specifications. (B) (4). (B) (4). (B) (4).